Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) was unable to engage in sexual activity due to a problem with the device. The patient was seen in clinic at which time the reservoir was found to be empty prohibiting the cylinders from filling and device cycling. No patient complications were reported. The device remains implanted at this time pending further review of the device. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) was unable to engage in sexual activity due to a problem with the device. The patient was seen in clinic at which time the reservoir was found to be empty prohibiting the cylinders from filling and device cycling. The ipp was removed. No patient complications were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes based on analysis results, the cause that contributed to the reported fluid loss was unable to confirm the reported event. Device history record review (DHR): the device history record review (DHR) confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation. Label review: a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: the ams700 cylinders were visually inspected, leak tested, pressure tested and microscopically examined; no visual damages were found upon inspection. The cylinders passed all tests performed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected and functionally tested; no visual damages were found upon inspection. Under the microscope, it was observed that the kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump passed all tests performed. Product analysis was unable to confirm the reported event. Product analysis summary: a product malfunction could not be confirmed as the most probable cause of the reported events through product analysis. Investigation conclusion: based on this investigation a clear probable cause for the event was not established; therefore, the conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation.